Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software was utilized and downloaded trace/history files properly. No unexpected alarms/alerts during the rewind test. The test reservoir with infusion set fits and removes properly in the reservoir compartment. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or sensor signal not found noted. On the primary svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 30-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On the related svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged not confirmed for pump would not accept a reservoir, message during rewind, loss of communication between the transmitter and the pump and sensor signal not found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer can't insert the reservoir, the pump is not accepting it all the way down, and if it doesn't rewind. The customer experienced hyperglycemia. The customer was hospitalized for an unknown reason. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.